Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient suffered from two arrhythmias. There was a lack of therapy in the first non-sustained episode and also a delayed therapy in the second episode. The patient was reported to have loss of consciousness, but after being admitted patient was in good and stable condition. Programming changes were made. The patient has had no further episodes.